Manufacturer narrative:
Due to the new information provided, this record will be closed canceled and no further reports will be sent. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the lens is not a suspect product.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the device did not touch the patient. The surgery was completed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was stuck and the cartridge cracked. Additional information has been requested.